Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was 151 mg/dl. The customer stated he woke up and the pump alarmed button error. The customer stated that he removed the battery and put it back in and cannot clear the alarm. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratched display window, scratched case, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.